Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to an unknown malfunction, then partially removed at a later date. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.

Event description:
No further information was obtained through follow-up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).